Event description:
Discrepant advia centaur ultra troponin and bnp results were obtained on patients samples. The results were reported to the physician(s). The samples were repeated and corrected results were reported. There was no patient intervention or report of adverse health consequences, due to the discrepant ultra troponin and bnp results.

Event description:
Discrepant advia centaur ultra troponin and bnp results were obtained on patients samples. The results were reported to the physician(s). The samples were repeated and corrected results were reported. There was no patient intervention or report of adverse health consequences, due to the discrepant ultra troponin and bnp results.

Event description:
Discrepant advia centaur ultra troponin and bnp results were obtained on patients samples. The results were reported to the physician(s). The samples were repeated and corrected results were reported. There was no patient intervention or report of adverse health consequences due to the discrepant ultra troponin and bnp results.

Event description:
Discrepant advia centaur ultra troponin and bnp results were obtained on patients samples. The results were reported to the physician(s). The samples were repeated and corrected results were reported. There was no patient intervention or report of adverse health consequences, due to the discrepant ultra troponin and bnp results.

Event description:
Discrepant advia centaur ultra troponin and bnp results were obtained on patients samples. The results were reported to the physician(s). The samples were repeated and corrected results were reported. There was no patient intervention or report of adverse health consequences, due to the discrepant ultra troponin and bnp results.

Manufacturer narrative:
A siemens healthcare technical support center (tsc) rep instructed the customer to decontaminate the system and verify assay performance with the qc. A siemens healthcare field service engineer (fse) was sent to the customer site. Fse found no issues with the instrument. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare technical support center (tsc) rep instructed the customer to decontaminate the system and verify assay performance with the qc. A siemens healthcare field service engineer (fse) was sent to the customer site. Fse found no issues with the instrument. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare technical support center (tsc) rep instructed the customer to decontaminate the system and verify assay performance with the qc. A siemens healthcare field service engineer (fse) was sent to the customer site. Fse found no issues with the instrument. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare technical support center (tsc) rep instructed the customer to decontaminate the system and verify assay performance with the qc. A siemens healthcare field service engineer (fse) was sent to the customer site. Fse found no issues with the instrument. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare technical support center (tsc) rep instructed the customer to decontaminate the system and verify assay performance with the qc. A siemens healthcare field service engineer (fse) was sent to the customer site. Fse found no issues with the instrument. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare technical support center (tsc) rep instructed the customer to decontaminate the system and verify assay performance with the qc. A siemens healthcare field service engineer (fse) was sent to the customer site. Fse found no issues with the instrument. The instrument is performing within specs. No further eval of the device is required.

Event description:
Discrepant advia centaur ultra troponin and bnp results were obtained on patients samples. The results were reported to the physician(s). The samples were repeated and corrected results were reported. There was no patient intervention or report of adverse health consequences due to the discrepant ultra troponin and bnp results.